Event description:
It was reported that the user experienced recurrent hyperglycemia while using the ilet system, with a documented glucose of 356 mg/dl after treating a prior low and with no identified precipitating behaviors; the user meal-announced only when eating and not running low, and was advised to contact support during future highs to review supply change technique. Symptoms included thirst and feeling unwell. Outcomes included no hospitalization and no long-term impairment reported. Investigation included user counseling and troubleshooting regarding infusion set and supply change practices. Investigation of this case revealed no confirmed device malfunction, and the event was attributed to an undetermined cause of hyperglycemia following treatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.